Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel. Electrode belt sn (B)(4) was not returned for the event investigation.

Event description:
During a retroactive review of past complaints for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. A (B)(6) year old female pt called zoll customer support to report that she had an open wound under her left breast. The wound was reportedly seeping. The pt was diabetic. It is unk if the pt required med intervention. The clinical outcome of the open wound is unk. The pt continued using the lifevest.